Event description:
Litigation papers allege patient suffered persistent severe pain and discomfort in his left hip, groin, and knee, which has increased over time; sensation of misalignment; decreased range of motion, and difficulty walking and standing for long periods of time. It is also alleged physicians advised patient that he suffers from elevated levels of cobalt and chromium metal ions in his bloodstream. It is further alleged in (B)(6), 2010, patients cobalt level was 1.2 and his chromium level was 1.2. It is also alleged upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissue in his hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.